Event description:
It was reported that an ilet pump screen became unresponsive and the device would not power on, leading to inability to view or operate the pump and to loss of displayed blood glucose data. The patient was advised to use multiple daily injections and check glucose with a separate blood glucose meter, and a replacement pump was provided with instructions for shutdown, return, and restart. No reported adverse clinical effects. Outcomes included temporary interruption of pump therapy and use of alternative therapy until replacement was received. Investigation included review of device history, complaint handling, and technical assessment based on reported behavior. Investigation of this case revealed evidence consistent with a display or user interface failure. It was concluded that the device exhibited a malfunction related to the display assembly or user interface, with no patient injury reported.